Event description:
The hospital reported that during a endoscopic vessel harvesting procedure, the vasoview 4 short port black inflation valve kept moving up to the top during the operation and caused the air to leak. A replacement device was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the inflation valve was extended halfway out of the tubing. Based upon the received condition of the device, the reported failure was confirmed. A lot history record review was completed and there was no nonconformance that could have attributed to the reported failure mode. (B)(4).